Event description:
1/14/06 a model 326 aspirator failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced, and the device was tested to specifications and returned to the customer. No injury or death resulted from the incident.